Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d2a. Additional information was requested, the following was obtained: I do not have a specific number of procedures, but the pa reported that it had happened previously on occasion. Only one device demonstrated the alleged deficiency in the procedure. No unexpected outcomes were observed, other than having to open another suture.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm how many procedures/patients were affected by this issue. How many devices demonstrated the alleged deficiency on each involved patient/event? Were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an orthopedic total joint procedure in 2024 and barbed suture was used. The needle has popped off. The procedure was delayed by three to five minutes. The procedure was completed successfully with no adverse consequences for the patient. Additional information has been requested.